Event description:
It was reported that during the implant procedure the physician nicked the right ventricular (rv) lead causing insulation damage. The replacement rv lead was attempted but not used due to patient anatomy. The nicked rv lead was observed to be stable and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the lead was reprogrammed.

Manufacturer narrative:
(B)(6)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).